Manufacturer narrative:
Findings: pump received with severely scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is scratches on lcd screen of pump and it hard to read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.